Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16253fn00 was completed and showed that the assay performs acceptably. In relation to sample storage, samples for patients 1, 2 and 3 were drawn on the (B)(6) 2020 and tested on architect on the (B)(6) 2020, respectively. Per the complaint text, the samples were stored at 2 to 8c. Product labeling states that the maximum storage time at 2 to 8c is 7 days. If testing will be delayed more than 7 days, it is recommended to store the samples frozen. Device history record review of lot 16253fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16253fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
Customer reported false negative architect sars-cov-2 igg assay results for three patients. The customer provided: on (B)(6) 2020 pt #1 initial =0.10 index (s/c); repeat = 0.10 index (s/c), with elisa on euroimmun elispeed duo: igg= 2.39 and iga= 6.88; on (B)(6) 2020 pt #2: initial = 0.02 index (s/c), elisa on euroimmun elispeed duo: igg=3.09 and iga >8.00; on (B)(6) 2020 pt #3 result = 0.03 s/c, elisa on euroimmun elispeed duo: igg= 3.41 and iga= 5.02 (for abbott sars-cov2-igg results <1.4s/c = negative) (for elisa iga and igg >0.08 = positive) no impact to patient management was reported. Pt#1- no information on the patient's condition. Pt#2 - patient had a fever at the end of (B)(6) 2020 / no other symptoms. Pt#3 - no clinical symptoms.